Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspension and a difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was performed, and the customer reported that the insulin delivery was suspended. The blood glucose value was 118 mg/dl, and the sensor glucose value was 67 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was within the acceptable range. Troubleshooting was performed for sensor alerts, and the customer received a calibration not accepted alert. No harm requiring medical intervention was reported. The customer will discontinue use of the sensor. Mmt-7040a was requested, and the customer responded that the device would be returned. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-tests. However, unit unsuccessfully downloaded care link traces and history files using thump. Pump unsuccessfully paired guardian link 3 transmitter. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. After swapping with a test pcba 2 board, pump was properly downloaded and passed communication test. Test p-cap locked into place properly during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, pump not communicating with the transmitter lost sensor confirmed during testing, problem isolated to the pcba 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.